Manufacturer narrative:
The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that although no definite cause is identified, placement of a stent across the flexion point of the knee joint has been known to result in this type of failure. In this case, a conclusive cause for the reported stent fracture could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The supera instructions for use lists claudication as a known patient effects of stenting procedures. A conclusive cause for the reported stent fracture cannot be determined. The claudication and hospitalization were due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the 5.5x150 mm supera self expanding stent (ses) was implanted in the popliteal artery. On (B)(6) 2019 the patient experienced claudication in the leg. An angiography was performed and showed a broken [separated] supera ses. No treatment was performed at this time. No additional information was provided.